Manufacturer narrative:
Additional information was received. The patient was in the hospital on date of the alerts for a vt ablation procedure. The data that triggered both alerts was isolated and the physician will continue normal remote follow-ups for this patient. No change was made to the device or non-boston scientific lead.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated non-boston scientific right ventricular (rv) lead exhibited two red alerts in the patient's remote monitoring system. An alert for a low shock impedance measurement and an alert for a low rv pacing impedance measurement were received. It was noted the date the out-of-range measurements were detected was the same date a programmer interrogation had occurred. No adverse patient effects were reported.